Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the lead was implanted without difficulty into a posterior lateral branch. However, in that position there was high threshold. The physician decided to use another branch that was larger in size, so another lead was chosen based on patient anatomy, and was successfully implanted. There were no complaints regarding the lead's function. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.